Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a small mesenteric artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, a couple ruby coil lps were successfully implanted into the target location. While attempting to advance the next ruby coil lp, it would not advance from its initial position within its introducer sheath. Several attempts were made to advance the coil and subsequently, the pusher wire became bent. Therefore, the ruby coil lp was removed. The procedure was completed using additional ruby coil lps. There was no report of an adverse effect to the patient.